Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated when attempting a large branch division. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. Based on the returned condition of the device the reported complaint was confirmed. The confirmed failure mode has been investigated in our CAPA system. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4).